Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had acute loss of flows and concern for outflow cannula obstruction. Log files captured 127 pulsatility index (pi) events on 24dec2024. The log file also captured low flow events on 22dec2024. Flows dropped down as low as 0 liter per minute (lpm). These did not appear to be any type of external equipment issues causing these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported event of an acute loss of flow. This finding, along with subsequent log file observations, appeared consistent with a material, such as thrombus, occluding flow and ultimately passing through the pump; however, thrombus could not be confirmed through this evaluation. The system controller and left ventricular assist device (lvad) periodic log files contained data from (B)(6) 2024, per the timestamps. On (B)(6) 2024, a low flow hazard alarm associated with a decrease in estimated flow to 0 liters per minute (lpm) was observed. Data lines recorded over the next 2 hours captured low flow hazard alarms with estimated flow ranging from 0.7-2.4 lpm. Following this timeframe, a recovery in estimated flow was captured; however, intermittent lvad fault flags, elevated motor power, and elevated rotor parameters were observed through (B)(6) 2024. No additional lvad fault flags or elevated motor power values were observed in the last several data lines captured on (B)(6) 2024. Additionally, rotor parameters appeared to return to baseline levels. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.